Event description:
After an implantation period of approx. 73 months, oversensing was reported. No further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Upon receipt the lead was found cut 51.5cm proximal to the lead tip. A proximal part including the serial number was missing. Explantation aids were still inserted in and mounted on the distal lead fragment. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation and extraction damages, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Damages like the cuts into the insulation 27, 24 and 20 cm proximal to the lead tip as well as the deformed rv shock coil most likely occurred during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.